Event description:
Healthcare professional reported right-side capsular contracture, baker grade iii. Healthcare professional additionally reported "involved in a car accident" and "ongoing right breast pain". Later, healthcare professional reported they "do think the rupture was caused by the accident" and it is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right-side capsular contracture, baker grade iii. Healthcare professional, additionally reported, "involved in a car accident" and "ongoing right breast pain". Later, healthcare professional reported, they "do think the rupture was caused by the accident". And it is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical impact opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.